Event description:
Philips received a complaint from the customer reporting a 1125 (cbit) error indicating a cooling fan speed error occurred on a v60 ventilator. The system was not in clinical use; there was no patient or user harmed. A philips remote service engineer assisted the customer in the problem evaluation. The issue was confirmed. Potential part numbers were provided to the customer for replacement. The customer replaced the cooling fan, which resolved the issue. The unit passed all diagnostic checks and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.